Event description:
The handpiece was returned to the manufacturer for service, and during the investigation the device began to smoke. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation, and during the investigation the device began smoking. Based on the investigation details, the likely cause was problems with the motor, which was replaced along with other components.